Manufacturer narrative:
MDR 3003442380-2024-02338 - device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced adhesive issue with three infusion sets. Infusion set fell off during use. Duration of use was 1 to 1.5 days. The highest blood glucose level was 390-399mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available